Event description:
It was reported that a request was made for technical services (ts) to review projected time before explant for this pacemaker system, as no elective replacement indicator (eri) alert was triggered despite the indicator signaling that prompt device explant was needed. Upon review, ts concluded that he replacement of this pacemaker should be expected shortly. Additionally, ts found the minute ventilation (mv) sensor to be disabled by the signal artifact monitor (sam) feature. Stored data contained two failed sensor lead checks, with high out of range impedances greater than 3000 ohms for all tested vectors, which appropriately triggered sam and subsequent mv disablement. An analysis of device longevity found normal battery depletion due to changes in programming and outputs delivered during the life of this device. Device reprogramming was recommended, including right atrial automatic threshold (raat) test disablement. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code no problem detected was assigned.

Event description:
It was reported that a request was made for technical services (ts) to review projected time before explant for this pacemaker system, as no elective replacement indicator (eri) alert was triggered despite the indicator signaling that prompt device explant was needed. Upon review, ts concluded that he replacement of this pacemaker should be expected shortly. Additionally, ts found the minute ventilation (mv) sensor to be disabled by the signal artifact monitor (sam) feature. Stored data contained two failed sensor lead checks, with high out of range impedances greater than 3000 ohms for all tested vectors, which appropriately triggered sam and subsequent mv disablement. An analysis of device longevity found normal battery depletion due to changes in programming and outputs delivered during the life of this device. Device reprogramming was recommended, including right atrial automatic threshold (raat) test disablement. No adverse patient effects were reported. This pacemaker system remains in service.